Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Aspiration pneumonia is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Post operatively, the patient developed aspiration pneumonia and pain. On (B)(6) 2023, a CT scan showed no issue with peg/j tube, however, the patient maybe fecally loaded, which may be a cause of the pain. The patient recovered well post peg-j. The abdomen was distended, causing some pressure with the fixation plate. The patient was constipated, and was treated with a fleet enema. Potential plan for discharge if there's a good response post fleet.